Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a post traumatic event involving pulling a dishwasher out of a wall, which led to reported lack of motion and resulted in the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explants were not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a patient¿s shoulder was revised due to the poly was disassociated from the tray. It is unknown if this was caused by a traumatic event. A new poly, humeral tray, and glenosphere were implanted. Patient was last known to be in stable condition following the event. Device was disposed of by the hospital.